Event description:
It was reported during a permanent implant procedure the patient was no longer exhibiting motor response and the procedure was abandoned. Post-operatively the patient regained motor function and was kept overnight for observation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.